Manufacturer narrative:
No patient results affected. The results from the neumodx vantage assay were not intended for patient reporting. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results for neumodx flu/rsv/sars-cov-2 on the neumodx 96 molecular system were discrepant .